Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 8010047-2021-08113. Refer to this file for supplemental information related to this event.

Event description:
During ercp with the combination of tjf-q290v + maj-2315, mucosal damage occurred as the scope passed through the patient's pharynx. Since the wound was shallow, the procedure was completed by replacing the scope with jf-260v without performing hemostasis. This event includes two reports: patient identifier (B)(6) - scope. Patient identifier (B)(6) - cap. This is report 1 of 2 for patient identifier (B)(6) - scope.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.